Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, the occlusion alarm issue was resolved after performing a supply change. Customer¿s blood glucose level was 351-352 mg/dl.